Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose and low blood glucose. The customer¿s blood glucose level was 500 mg/dl, 508 mg/dl and 163 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with manual injection syringe. Customer was neither in emergency room, nor admitted into hospital. Drive support cap was normal. The insulin pump will not be returned for analysis.